Manufacturer narrative:
Additional narrative: weight is unknown. A manufacturing evaluation was completed: the plate broke through the third distal locking compression plate (lcp) combi-hole in the plate shaft; the screw broke just below the screw head. The light golden anodized plate and the green anodized screw are made of ti6ai7nb (titanium alloy). The examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implants is in compliance with the international standard. The dimensions of the implants were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The fracture characteristics are macroscopically visible and indicate a fatigue breakage. The crack started at the circumference of the core diameter of the screw and ran into the material. Fatigue striations were identified at the crack propagation zone and over the entire fracture surface along with few subsidiary cracks. A secondary crack initiation site was observed opposite of the initial crack initiation site. Scanning electron microscope (sem) observations showed that the screw failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the implants were subjected to high dynamic bending loads. Constantly alternating bending loads/load cycles (during walking) lead to the fatigue of the material, then to a first crack at the plate and the screw and finally to a fatigue fracture of the implants. The implants could not resist the applied forces which finally lead to the material overload/fatigue failure. A failure resulting from either material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age is reported as (B)(6). Date of event was reported as (B)(6) 2014; it is unknown if that is the date the plate broke or the date the plate was discovered broken. Device returned to manufacturer for review/investigation on (B)(4) 2015. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: bettlach - manufacturing date: july 4, 2013 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a locking compression plate (distal femur) on (B)(6) 2014. Sometime between that date and (B)(6) 2014, the plate broke. The plate and screws were explanted on (B)(6) 2014. No additional information pertaining to the patient¿s condition is known. No reported time delay. This report is 2 of 2 for (B)(4).